Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave, type b plug intra-aortic balloon pump (iabp) had internal fill issues during use. No harm or injury to the patient was reported.

Event description:
It was reported by the customer that during use the cardiosave, type b plug intra-aortic balloon pump (iabp) having fill problems and not filling helium. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact phone number:(B)(6). Updated field: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. There were no significant errors in the logs. The unit passed all functional and safety tests per manufacturer specifications.